Manufacturer narrative:
(B)(6). The hospital's biomed reportedly performed a checkout of the equipment. The logs were downloaded and reviewed by the hospital's biomed and ge healthcare. The reported complaint was not duplicated. The unit was returned to service.

Event description:
The hospital reported that, during a case, the unit had a system failure. The clinician reportedly swapped out the anesthesia machine. There was no reported patient injury.